Manufacturer narrative:
(B)(6).

Event description:
It was alleged a small piece of the device broke off and was retained in the surgical site. X-rays were taken and the patient was notified. No injury or patient complications have been reported.

Manufacturer narrative:
Visual, dimensional, and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The suture capture trap may not have been completely loaded which could cause the suture capture to become detached. Cytotoxicity/biocompatibility testing found that the devices met the acceptance criteria for the required biocompatibility tests and affirmed no toxic effect of materials. There are no indications to suggest the device did not meet product specifications upon release into distribution.